Manufacturer narrative:
A sample product was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that two months after an intraocular lens (iol) was implanted, it turned opaque. There was no reported patient harm. Additional information was requested.